Event description:
It was reported that the patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) exhibited loss of capture. Programming changes were performed. The patient condition was stable.